Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 6 failed to recover. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the component ptci. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce, which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR.) For serial number (B)(6), covering the manufacturing period beginning on 080ct2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "main 6 won't recover" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that upon inspection, matrix drawer number six failed and would not recover in the application. A long reboot was attempted, and all connections were re-seated; however, these actions did not resolve the issue. Upon further inspection, physical damage was found on the matrix controller board. The board was replaced successfully on the station. After recovery, the customer was able to test the matrix drawer successfully in the hardware test application (hta), with no issues observed. During dchu visual inspection: p/n 121985-01: the unit revealed signs of thermal damage, specifically on component ptci. No fluid ingress or other anomalies were observed. During dchu testing: p/n 121985-01: no further testing was required due to evidence of thermal damage observed on component ptci. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).